Manufacturer narrative:
The insulin pump was received with no button response due to flattened all button domes witch. Unable to test prime anomaly due to flattened act button dome switch noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that when he changed his set up, the pump told him to hold act, and it took over 20 minutes to fill the tubing. The customer stated that the act button needs to be pressed 2 or 3 times to work. The customer stated that he noticed the issue when he tried to fill the tubing. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.